Manufacturer narrative:
The syngo imaging studio application allows the user to reduce the quality of images in a series from 100% to 0%. The issue occurs when a user loads a study from syngo imaging at less than 100% quality into trued. The trued at this site was set for 80% (low quality) instead of 100% (factory default). Regarding high suv and bouncing suv values, datasets were analyzed by factory experts and the source scanner (ge discovery st scanner) data shows that the incorrect values are present in the source scanner data - this is not a trued error. Analysis of the source scanner data, including the use of third party "comparison applications" indicate that the issue is from source scanner data. The user manual states that only full quality images are to be used for trued quantification values. A customer safety advisory notice (csan) is being sent to all affected customers reminding them to use only the factory default full quality images in the studio viewer. A service patch (update instruction ui im080/10/s) update is being constructed specifically for the software revision level of the customer's systems. The software patch will display a pop-up message to the user whenever loading lens less than full quality (100%) images in syngo trued. The csan will remain in the operator's manual until the service patch is applied.

Event description:
It was reported that while using syngo trued, on the syngo advanced workplace, pet/CT images are acquired with a ge discovery st scanner. The customer noticed that on some cases the quantification values displayed by syngo trued are not correct. The suv values are far out of range as compared to what is expected by the clinicians. Additionally, the pixel lens is bouncing from voxel to more than what is expected. In the course of the investigation, it was determined that lossy compressed images, or less than full quality images were being loaded into the syngo trued, and should not be used for diagnostic purposes. Whenever lossy compressed images are loaded into syngo trued, a "cqi" symbol is shown in the lower left corner of the images displayed by the syngo trued application. This symbol does not match the symbol used in other areas of the syngo studio advanced product, and therefore the user may not be aware of the use of lens than full quality images. The warning about the use of lossy compressed images in trued exists in the user documentation. The documentation states "trued warning. Cause: use of lossy or low quality images, risk: potential misdiagnosis. Remedy: do not base the patient diagnosis on results provided by syngo trued using lossy compressed or low quality images. Always use full quality images with syngo trued."